Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the system was outside of clinical use when the reported problem had occurred. The philips remote service engineer (rse) examined the system remotely and confirmed that the equipment did not complete boot up. The fse visited onsite and upon functional testing, the fse confirmed the hdd would not boot up and the host pc was defective. To resolve the problem, the fse replaced the host pc, hdd and install the software. After replacement, the fse performed some calibration on the grid switch, configured the dicom and recharged the coolant in the chiller. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the allura system did not boot up completely. No harm was reported to philips. Philips has started an investigation of this complaint.